Manufacturer narrative:
The device is expected to be returned. Investigation is not complete. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch was received that stated the following: "the pt was undergoing an open heart surgery involving a mitral and aortic valve replacement. The pt's surgery was completed and the staff were in the process of moving the pt from the operating room table to a hospital bed when she experienced lower blood pressure. The pt had a right internal jugular IV access with a swan-ganz catheter. A twin-site extension set (32 inch) with 2 clave ports and option-lok was connected to the ij access with IV fluids connected running to gravity. The physician attempted the administer medications using this IV line when air was noted in approximately 6-8 inches in the IV tubing. In addition, the distal clave port's inner valve was noted to be protruding from the port which left the port in the open position and could not be used. The physician disconnected the twin site extension from the swan-ganz and aspirated air directly from the swan-ganz. The pt decompensated, CPR was in progress and she was kept on the operating room table and required re-exploration, it is unclear as to how the inner valve of the port became protruded, the air was in the line and the role this played in the pt's decompensation." Documents received allege the following: on (B)(6) 2014, the pt underwent aortic and mitral valve replacement surgery. It was reported that after completion of the procedure, the pt was stable with a blood pressure (bp) between 110 and 120 mmhg and was being prepared to be moved to the cardiac recovery unit. Just before moving the pt, the pt's bp suddenly dropped to a level of 42 mmhg systolic. After a quick search, a considerable amount of air was noted in the extension tubing set which was connected to the sideport of the pt's swan-ganz catheter. The air was noted distal to the second clave port of the extension set. The physician attempted to remove the air by attaching a syringe to the extension set, but was unable to do so because there was noted to be a piece of plastic extending out of the clave port. The physician pulled the piece of plastic out of the port; however, the clave port could not be used because the valve of the clave port was not in the closed position. The extension set was disconnected from the sideport of the swan-ganz catheter. An unspecified volume of air was aspirated directly from the swan-ganz catheter. The surgical team was called to return to the operating room. Cardiopulmonary resuscitation was started. After an unspecified length of time, it was reported that the pt's blood pressure was restored to a stable level. The pt was taken off bypass again, the pt's chest was closed, and the pt was moved to the cardiac recovery unit. The documents allege that the pt did not suffer a cardiac arrest and was not hypoxic; however, the pt had a diminished cardiac output secondary to a venous air embolism. On (B)(6) 2014, the pt expired. The documents allege that the valve had not been used in the closed position prior to removing the plastic piece that was protruding. The documents also allege that prior to this event, no objects had been attached to the distal port in question, but there had been a transfusion under pressure which had been given through the line. Multiple unsuccessful attempts have been made to obtain add'l info. Hospira continues to investigate.